Event description:
Adverse event: corneal edema. Malfunction: no information. The nurse reported a corneal burn occurred. Add'l info received from the surgeon stated no corneal burn occurred. The surgeon did note the wound site did swell in about half of his cases. He sutured the wounds. The surgeon stated all the pts were doing fine.

Manufacturer narrative:
The company service rep examined the system and could not find any problems. The handpiece was checked with no problem found. The system was then tested and met all product specifications. (B) (4) (B) (4).